Event description:
This report is being filed after the subsequent review of the following journal article. Fatigue fracture of a proximally modular, distally tapered fluted implant with diaphyseal fixation. Martin a. Buttaro, md, michael b. Mayor, md, douglas van citters, phd, and francisco piccaluga, md (2007). The journal of arthroplasty 20: 780-783. The article reviewed a case with a (B)(6) woman who was treated for a fracture near the distal tip of the prosthesis with open reduction and internal fixation with plate and screws (dynamic compression plate, compression, (B)(4)). Six months later, she presented with a fracture of the plate and a diaphyseal nonunion. This was revised with a different manufacturer. This report is for an unknown plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment, not diagnosis. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. This report is being filed after the subsequent review of the following journal article. Fatigue fracture of a proximally modular, distally tapered fluted implant with diaphyseal fixation. Martin a. Buttaro, md, michael b. Mayor, md, douglas van citters, phd, and francisco piccaluga, md (2007). The journal of arthroplasty 20: 780-783. This report is for unknown plate/unknown quantity/unknown lot.